Event description:
Account states upon examining circuit, the pt circuit was misconnected such that the pt was connected to the exhalation exhaust port instead of the intended port located just below. The two ports are similar in diameter and shape.